Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. The same day as the event onset, the patient was hospitalized. The patient was treated with ceftazidime injection (1.5g, discontinued, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient has been discharged from the hospital and has recovered from the event pd therapy was ongoing. No additional information is available.